Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 13-may-2015, an fse visited the site to address the reported event. The fse verified that the wash bottle connectors were present and then cleaned and reset the connector pins. The fse also ensured proper wash sensing on the led board. To verify that the instrument was operation, the fse ran the daily check without any errors. There was no further action required by fse. The most probable cause of the reported event was the wash bottle sensor connector.

Event description:
On (B)(6) 2015, a customer reported that the analyzer indicates that the wash is short with their aia-2000 analyzer. The customer placed two different bottles of wash on the analyzer and it did not recognize any of the washes. Technical support advised the customer to try cleaning the electrodes but the wash short error message still occurred. On (B)(4) 2015, a field service engineering was dispatched causing a delay in reporting of beta hcg and pth results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.